Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found yaw pulley damaged. Additional observations not reported by site: the instrument was discovered to exhibit damage mechanical indentations/burrs on bipolar yaw pulley near conductor wire. Physical damage was detected on the conductor wire. The complaint regarding the loos cable confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, fenestrated bipolar forceps was found to have loose cable. The procedure was completed with no reported injury.